Event description:
It was reported by the customer that during use on a patient and while trying to disconnect the arterial line from the console (tubing connection from the cable connection), the cardiosave intra-aortic balloon pump (iabp) displayed an ¿internal error,¿ alarmed consistently without ability to override it, and then shut off the balloon, which was in the patient. In addition, the customer informed that this was the second iabp used on the same patient and for the same issue. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue. During inspection of the logs, the stm found several code 67 and code 107. The stm checked all operations and calibrations of front end board, all were good. Subsequently, the stm realized that a defective red pressure cable from the first pump in this incident sn#(B)(4) was used on both pumps causing problem to occur in both pumps. The stm notified customer to replace pressure adapter cable. All operations good. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported by the customer that during use on a patient and while trying to disconnect the arterial line from the console (tubing connection from the cable connection), the cardiosave intra-aortic balloon pump (iabp) displayed an ¿internal error,¿ alarmed consistently without ability to override it, and then shut off the balloon, which. In addition, the customer informed that this was the second iabp used on the same patient and for the same issue. It is unknown if there was any patient harm/injury; however there was no adverse event reported.